Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed the customer reported errors. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio dv 2.0 integrated electro surgical unit (iesu). The system was then tested and verified as ready for use. Isi has not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the customer encountered an energy activation problem and errors with the erbe generator. The customer rebooted the system; however, the issues persisted. The customer confirmed a third party generator was unavailable for connection. The customer elected to abort the procedure post-anesthesia administration and placement of ports.